Manufacturer narrative:
H.6. Investigation: it was reported the liquid flows at the back of the stopper. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and there is a white solution between the stopper ribs about 1" long. There is no white solution past the rubber stopper. The sample was tested for air leakage and passed. The rubber stopper was taken out and measured finding the outside diameter was within specification. The internal diameter of the barrel was also measured finding it within specification as well. The photo provided shows a packaging blister top web with an empty syringe next to it. The rubber stopper is at the 18ml mark. A device history record review was completed for provided material number 309653, lot number 1056652. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h.10.

Event description:
It was reported that syringe 50ml ll tip 1ml leaked. The following information was provided by the initial reporter: 50cc syringe filled with propofol then want to fill the perfusion line but the liquid flows at the back of the stopper.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll tip 1ml leaked. The following information was provided by the initial reporter: 50cc syringe filled with propofol then want to fill the perfusion line but the liquid flows at the back of the stopper.